Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 120 mg/dl. The insulin pump alarmed no delivery several times prior to the event. The cannula of the infusion set was found to be bent when it was removed from the customer's body. Troubleshooting was performed. No insulin exited during the initial prime test. However, after changing the infusion set, the prime test passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.